Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During the first deployment, the closure device seemed to be in a lobe that was not visualized and did not open. The closure device was recaptured and the patient started to decompensate so the closure device was redeployed. When the device was deployed the physician swept for an effusion and confirmed a pericardial effusion. A pericardiocentesis and blood transfusion was performed. The patient did not require surgery but was sent to the intensive care unit. The patient is still in the hospital.

Manufacturer narrative:
H6: device code corrected from a24 adverse event without identified device or use problem to a150101 activation failure.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During the first deployment, the closure device seemed to be in a lobe that was not visualized and did not open. The closure device was recaptured and the patient started to decompensate so the closure device was redeployed. When the device was deployed the physician swept for an effusion and confirmed a pericardial effusion. A pericardiocentesis and blood transfusion was performed. The patient did not require surgery but was sent to the intensive care unit. The patient is still in the hospital. It was further reported that pericardial effusion with tamponade occurred.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During the first deployment, the closure device seemed to be in a lobe that was not visualized and did not open. The closure device was recaptured and the patient started to decompensate so the closure device was redeployed. When the device was deployed the physician swept for an effusion and confirmed a pericardial effusion. A pericardiocentesis and blood transfusion was performed. The patient did not require surgery but was sent to the intensive care unit. The patient is still in the hospital. It was further reported that pericardial effusion with tamponade occurred.

Manufacturer narrative:
B5 describe event or problem: updated with additional information receivedh6: patient code added per surpass data.